Event description:
During service, failure code 535 was found in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event. No add'l info is available.